Event description:
It was reported that a volume discrepancy occurred on (B)(6) 2014. The expected reservoir volume (erv) was 4.1ml and the actual reservoir volume (arv) was 0.5ml. The cause of the discrepancy was unknown. The pump was refilled and the patient was to be seen in 90 days to see if the discrepancy occurred again. The patient experienced a period of great pain control, leading to not even needing a cane with walking, followed by a recent increase in pain; the patient experienced less than 50% therapy relief. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system contained morphine. It was later reported that the device contained dilaudid and bupivacaine. It was later reported that the patient¿s elective replacement indicator (eri) was to occur in 11 months, so either the pump was starting to malfunction because of that, or there was some other problem with the pump. A few days after the previously reported refill, the patient called the healthcare provider (hcp) and stated that the pump was ¿not kicking in¿. As of (B)(6) 2014, the patient was not receiving effective therapy. The patient was referred for a pump replacement.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).